Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left circumflex artery (cass site#18) with 100% stenosis and was 8 mm long and a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 12 x 2.25 promus premier drug-eluting stent with 0% stenosis. Post-dilation was not performed. Twenty days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 210 days post index procedure, the patient died. Death certificate and autopsy reports are not available for the event at the moment.

Manufacturer narrative:
Device is a combination product.

Event description:
China promus premier registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left circumflex artery (cass site#18) with 100% stenosis and was 8 mm long and a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 12 x 2.25 promus premier drug-eluting stent with 0% stenosis. Post-dilation was not performed. Twenty days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 210 days post index procedure, the patient died. Death certificate and autopsy reports are not available for the event at the moment. It was further reported that the physician did not consider the study device related to the patient death.